Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump was unable to verify motor error alarm due to no button response. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error and motor error alarm from the insulin pump. The customer stated that they were not able to clear the alarm because the buttons are not responding. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.